Manufacturer narrative:
Additional information was received on 01-may-2025. It was reported that the patient does not have a previous history of stroke. The procedure is for paroxysmal atrial fibrillation. The neurological event was asymptomatic cerebral infarction. The number of performed pulsed field ablations was 30 within the pulmonary veins, and no ablations were performed outside the pulmonary veins. There was no evidence of char or blood thrombus/clot during the procedure noted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a cardiac (pfa) pulse field ablation with a varipulse¿ bi-directional catheter and after the procedure, the patient experienced an asymptomatic stroke. The information indicated that after the cardiac ablation, the patient sustained an asymptomatic stroke determined after a magnetic resonance imaging (MRI) examination. The procedure was completed without problems. The patient¿s condition was asymptomatic, recovered, and there were no problems. The physician¿s assessment of health hazard was non-serious (moderate/minor), and no extension of hospitalization was noted. There were no abnormalities observed prior to and during the use of the product. The stroke was observed post procedure, on the day of the procedure. Additional information received indicated that the patient fully recovered (no residual effects), and the patient was discharged from the hospital. The activated clotting time (act) was 350 seconds. One catheter and one transseptal site was used during the procedure. There were no intracardiac excessive microbubbles observed via ultrasound, nor was there any excessive impedance errors noted during the case. The physician¿s opinion on the cause of the adverse event was that the cause is unknown. No additional intervention was provided.

Manufacturer narrative:
The investigation was completed on 26-aug-2025. It was reported that a patient underwent a cardiac (pfa) pulse field ablation with a varipulse¿ bi-directional catheter and after the procedure, the patient experienced an asymptomatic stroke. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31490374l and no internal action related to the complaint was found during the review. It was confirmed that a total of 30 ablations were performed for the procedure within pulmonary veins. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 90% of the cases of stroke or transient ischemic attack (tia) reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. An internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use provide detailed guidance on how to safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-sep-2025, it was identified the investigation finding code of usage problem identified (c23) was inadvertently reported under field h6. Investigation findings of the 3500a supplemental (follow-up) # 2. Please consider this code as removed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).